Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal system failed to lock during loading. A replacement unit was used to complete the procedure. The product was used past its expiration date. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on may 06, 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).